Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "hi" results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 30-599mg/dl fasting. Verified test strips expire 01/31/2016. Confirmed customer's test strips are being stored properly and opened vial date 11/25/2015. Customer performed a back to back blood test hi and hi. Reviewed meter memory: (B)(6). Memory concerns:with none of the meter memory results reviewed. Customer initially called for training of proper testing procedure. Customer had the meter in the home for 2 years without having used the meter. Customer was using meter for first time. Strips were opened today.